Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings, "kept intaking" food and insulin (dose/type/timing unknown), and subsequently experiencing a seizure and/or a loss of consciousness. Customer further reported having contact with a healthcare professional who provided glucose tablets for treatment for the diagnosis of hypoglycemia. The healthcare professional additionally took customer's blood pressure, prescribed unspecified medication, and made a "food chart" for customer. There was no report of death or permanent impairment associated with this event.